Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Procedure tracked along smoothly. All 4 side branches to target vessels were cannulated and stented. The zfv6-125-6-40 going thru the sidebranch with begraft in situ to reline the distal part of the begraft would not track beyond to deploy in distal lra. Zfv6 taken out and dilator inserted back into the 7fr flexor (kcfw-7.0-35-55-rb-hfanl1-hc to place the sheath a bit further. Dr freeman then did a angiogram shot and saw the extravasation of the kidney. Blood pressure levels dropped. Volume replacement was done by the anaesthetist and dr freeman placed several cook embolisation coils were laced inside the begraft to block off blood flow. 2 units of blood was transfused and case was completed. Patient then transferred to ICU. He said after the case it is not a device issue, not a product complaint. No images supplied the next day I (wca rep) contacted dr freeman to follow up on patient. He replied¿ "awake, renal function fine, extubated, no spinal cord ischaemia" FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient did require additional procedures due to this occurrence: blood transfusion and embolisation of lra.. Conservatively assessed until confirmed that this occurrence was not related to the device.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Procedure tracked along smoothly. All 4 side branches to target vessels were cannulated and stented. The zfv6-125-6-40 going thru the side branch with begraft in situ to reline the distal part of the begraft would not track beyond to deploy in distal lra. Zfv6 taken out and dilator inserted back into the 7fr flexor (kcfw-7.0-35-55-rb-hfanl1-hc to place the sheath a bit further. Dr (B)(6) then did a angiogram shot and saw the extravasation of the kidney. Blood pressure levels dropped. Volume replacement was done by the anaesthetist and dr (B)(6) placed several cook embolisation coils were laced inside the begraft to block off blood flow. 2 units of blood was transfused and case was completed. Patient then transferred to ICU. He said after the case it is not a device issue, not a product complaint. No images supplied the next day I (wca rep) contacted dr freeman to follow up on patient. He replied. "Awake, renal function fine, extubated, no spinal cord ischaemia." FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient did require additional procedures due to this occurrence: blood transfusion and embolisation of lra. Conservatively assessed until confirmed that this occurrence was not related to the device.

Event description:
Procedure tracked along smoothly. All 4 side branches to target vessels were cannulated and stented. The zfv6-125-6-40 going thru the sidebranch with begraft in situ to reline the distal part of the begraft would not track beyond to deploy in distal lra. Zfv6 taken out and dilator inserted back into the 7fr flexor (kcfw-7.0-35-55-rb-hfanl1-hc to place the sheath a bit further. Dr freeman then did a angiogram shot and saw the extravasation of the kidney. Blood pressure levels dropped. Volume replacement was done by the anaesthetist and dr freeman placed several cook embolisation coils were laced inside the begraft to block off blood flow. 2 units of blood was transfused and case was completed. Patient then transferred to ICU. He said after the case it is not a device issue, not a product complaint. No images supplied. The next day I (wca rep) contacted dr freeman to follow up on patient. He replied¿ "awake, renal function fine, extubated, no spinal cord ischaemia". FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient did require additional procedures due to this occurrence: blood transfusion and embolisation of lra. Conservatively assessed until confirmed that this occurrence was not related to the device.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-125-6-4.0 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the lot number of the complaint stent are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6-125-6-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest that the customer did not follow the instructions for use (ifu0058-4). "The product is intended for use in the iliac, superficial femoral artery(sfa) and above-the-knee popliteal artery". Placing the stent in the renal artery in this complaint was off-label use. Root cause review : a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used off-label and thus leading to difficulty tracking over the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did require additional procedures due to this occurrence: blood transfusion and embolisation of lra. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction follow-up report is being submitted due to updates made to annex e code health effect clinical code - (e1014 gastrointestinal haemorrhage updated to e1027 retroperitoneal haemorrhage).

Manufacturer narrative:
The zfv6-125-6-4.0 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stent are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6-125-6-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used off-label and thus leading to difficulty tracking over the wire guide. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did require additional procedures due to this occurrence: blood transfusion and embolisation of lra. Complaints of this nature will continue to be monitored for potential emerging trends.